Event description:
It was reported that this lead was capped due to high capture threshold measurements. No additional information is available at the moment. No additional adverse patient effects were reported.